Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Further investigation of the sample reproduced the customer's results and an interfering factor to the assay antibody/idiotype was identified. This interference is described in product labeling.

Event description:
The customer received questionable free triiodothyronine (ft3) results for one patient from the cobas 6000 analyzer serial number (B)(4) (cobas e601 modules serial numbers (B)(4). The initial result was 17.10 ng/l and was reported outside the laboratory. The physician contacted the laboratory and was suspicious of interference. The sample was sent to another laboratory and tested on a "dimention vista" analyzer and the result was 14.6 pmol/l (9.5 ng/l). On (B)(6) 2014, the sample was repeated on a cobas e601 analyzer and the result was 17.83 ng/l. The questionable results led to a diagnosis of possible hyperthyroidism, additional and unnecessary follow-up visits and lab testing. There was no adverse event reported. The patient was reported to be in good health. A sample collected from the patient on (B)(6) 2014 was submitted for further investigation.